Manufacturer narrative:
Corrected fields are e1 event site telphone. Updated fields are b4, e1 event site state, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. No blood was observed in the helium tubing and all connections were secure. The alarm occurred once, was addressed using the iab fill function and pump restart, and then recurred once during the call. Guidance was provided to reduce augmentation and monitor. No significant patient-related factors were identified.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name, the full event site name is (B)(6).

Event description:
User called into emergency support program line to request and report issue during use with cs300 regarding leak in iab circuit alarm. There was patient involvement and no harm reported.